Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed failed half-height cubie drawer error, and it did not open during recovery attempt. The field service engineer inspected drawer light emitting diodes and found that there was a no communication between drawer and module controller. The field service engineer replaced the module controller printed circuit board by following the procedures in the bd pyxis medstation enterprise system (es) field service guide. After further troubleshooting, the field service engineer replaced the drawer retractor to resolve the issue. The drawer and all cubie pockets were verified to be functional in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.